Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 425 cc saline prosthesis, catalog #3501670, serial (B)(4).

Event description:
It was reported that a (B)(6) female caucasian female had a mentor smooth round moderate profile 425 cc saline prosthesis implanted on (B)(6) 2008. Right deflation was confirmed by a physician¿s diagnosis post procedure. At the time of this report, mentor has received no information regarding an expected explantation date, however, future bilateral prosthesis replacement is indicated.

Manufacturer narrative:
The device history record (DHR) of lot number 5786879 was reviewed on 4/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received with the field experience report on 4/23/2018. The date of explant was obtained. The final fill volume of the impacted product was 425ccs. The replacement devices were 350cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/7/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/14/2018. Device evaluation summary: it was reported that a (B)(6) year-old female caucasian female had a mentor smooth round moderate profile 425cc saline prosthesis implanted on (B)(6) 2008. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).